Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on (B)(6) (year not specified) at 9:14pm. The patient's mother reported blood glucose readings of "311 and 98 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. It is not known whether the patient was taking any diabetes medications or whether the patient took any action regarding his diabetes regimen due to the alleged issue. The mother claimed the patient was feeling nauseated 10 minutes prior to the start of the alleged issue. The mother however indicated the patient did not receive any medical treatment. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the results obtained were from the same approved sample site, and the subject meter's unit of measure was set correctly. The patient informed the cca he did not have the test strips available to determine whether they were in good condition. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptom does not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remained unresolved.